Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that a patient presented with a controller with unknown issues. The controller was exchanged and returned to the manufacturer for evaluation. There was no reported patient injury as a result of this event. Thorough external visual inspection of the device revealed no signs of physical damage or contamination. Analysis of the device revealed that the device failed to meet specifications; the controller passed visual test but failed functional testing due to a depleted internal nickel-metal hydride (nimh) battery, which resulted in the no power alarm not sounding. The most probable root cause of the reported event is a depleted internal nimh battery. Heartware has an open internal investigation to evaluate these types of issues. A field safety notice (fsca apr2015a) was issued to clinicians to be delivered to patients currently on device. It provided awareness, warnings, and safety mitigations regarding failure of the "no power alarm" as a result of internal battery issues. The fsca instructed patients to continue to follow the patient guidelines and manuals when exchanging power sources.. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation the instructions for use (IFU), patient manual, and training material provide clear instructions to the user on proper usage and care of power sources. The IFU provides instruction to further educate the patient about product safety, visual and audible alarm management, and device management; additional guidelines instruct the user on how to detect and react to a power source malfunction. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported from (B)(6) that this patient presented with a controller with an unknown issue. The controller was exchanged and patient was given a replacement. The device was returned to manufacturer for evaluation. There was no reported patient injury as a result of this event.